Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). The microcatheter with the separated tip was returned for evaluation. Reported separation was confirmed on the distal segment of the tip. Microscopic observation of the tip segment revealed that the tip was crushed and there were circumferential cracks proximal to the end, indicating that the tip was torn off by tensile stress. The separated tip was approximately 3mm long. The torn end of the tip was oblique against the short axis of the catheter shaft, suggesting that oblique tensile stress had contributed to separation. Measurement of the tip indicated that the tip was torn off at the junction of braids-and-polymer segment and polymer-only segment located approximately 2mm from the distal end of the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal was applied on the tip while the tip was trapped possibly by the tortuous vessel due to stiffness of the concomitant guide wire. When the applied tensile stress exceeded the product's design limit, the stress made the tip be stretched obliquely and eventually torn off. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter separated during a pci to treat a 99% stenosis in the rca #2 and an occlusion in the #4 av. The microcatheter was delivered over a 0.014inch guide wire that crossed the lesion. When the catheter was pulled out, its tip was noted separated. To prevent migration of the separated tip into cerebral vessel, the physician attempted to push the separated tip with the guide wire down the #4 av when the wire entered the lumen of the separated tip. Another guide wire was advanced parallel to the guide wire in order to twine the separated tip, and the two guide wires were removed together with successful retrieval of the separated tip. The physician confirmed no fragment left in the artery and then resumed the procedure. The pci was successfully completed with reestablished blood flow. The patient was hemodynamically stable without problem after the procedure.